Event description:
Pt being treated for a trimalleolar fracture was implanted on (B)(6) 2012 with lcp tubular plate, (6) screws, and a lag screw in the distal tibia, (2) 4.0mm partially threaded cannulated screws in the malleolus and (2) 4.0mm partially threaded cannulated screws in the distal tibia, placed anterior to posterior. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to infection. Surgeon removed all hardware and pt was revised to external fixator. Pt is in a wound vac. Implants will not be returned. This is 1 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
The raw material and manufacturing records were reviewed and were found to be conforming. The investigation could not be completed, no conclusions could be drawn as no product was returned.